Event description:
Caller reported blood glucose results of 140 mg/dl on the customer's mobile system, 63 mg/dl on customer's aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). No information for the aviva nano system was provided.